Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery with heavy tortuosity and moderate calcification. A 5.0 x 28 mm rx ultra stent was successfully deployed with no reported issue; however, on removal of the stent delivery system (sds), resistance with the anatomy was met and the shaft separated. The shaft separated at a point inside of the guiding catheter and the sds was therefore simply removed as a single unit with the guiding catheter. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The reported detachment of the device (shaft separation) was confirmed. The reported difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.